Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device frequently lost connection with the programmer which required the reapplication of the magnet multiple times. The event was resolved on its own and the patient was stable with no consequences.